Manufacturer narrative:
Device will not be returned. If the device or additional information becomes available it will be provided on a supplemental report. (B)(4): device will not be returned.

Event description:
It was reported that surgeon removed a broken gamma nail.

Event description:
It was reported that surgeon removed a broken gamma nail. It was reported on (B)(6)-2013 that that the patient expired the next day.

Event description:
It was reported that surgeon removed a broken gamma nail. It was reported on (B)(6) 2013 that the patient expired the next day.

Manufacturer narrative:
Evaluation summary: no material or manufacturing faults found. From technical point of view the nail broke in a fatigue fracture after an alleged implantation period of approx. 6 weeks. A real cause of the nail breakage could not be determined. Referring to above findings the nail broke in a fatigue manner most likely contributed by high and / or sudden postoperative weight bearing. A deficiency of the returned nail was not verified.

Manufacturer narrative:
It was reported on (B)(6)-2013 that that the patient expired the next day.